Manufacturer narrative:
Conclusion / root cause: this power supply was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the ventilator was alarming due to a vent inop air valve liftoff failure. The device was not in use on a patient therefore there was no patient involvement or harm. During evaluation, the manufacturers field service engineer (fse) found the blower would not run when connected to ac power. Review of the diagnostic history log shows a 1012 air valve lift-off failure, a vent inop condition. The fse replaced the power supply to resolve the reported problem. Applicable final testing was performed per operating specifications and passed.